Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration 1500mcg/ml; dose 399.5mcg/day; lot unknown) and dilaudid (concentration 30mg/ml; dose 7.99mg/day; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. The patient also had pre-existing conditions of multiple sclerosis (ms), pain, and cancer. Additional patient medication included oral oxycodone. In (B)(6) 2013 the patient experienced a warming sensation around the pump area during magnetic resonance imaging (MRI). The patient stated it was not anything that she could not handle and only experienced the warming sensation during the MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.